Event description:
It was reported there was a deployment issue. It was noted the healthcare professional (hcp) had difficulty deploying the anchor. Once the hcp deployed the anchor on the lead "he pushed the anchor back into the deployment tool where it became stuck". The anchor removal tool was used to cut away the anchor. The anchor was never implanted. The anchor was replaced by another anchor that did not have issues with being deployed. There was no injury or symptoms related to this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the device revealed the following: no significant anomaly - the stimulation anchor (lot n357064) was cut.